Event description:
It was reported that on an unspecified date "a year ago" the patient obtained a blood glucose reading of "in the 30's mg/dl" and he experienced the symptoms of "foaming at the mouth" and being "out of it." Emergency services were contacted. When paramedics arrived, the patient was treated intravenously with glucose and transported to the emergency room. The patient stated his blood glucose level was low due to incorrectly setting his basal rate for the amount of physical labor his was doing at that time. Troubleshooting revealed the pump date/time were set correctly and the pump was functioning appropriately to accurately deliver insulin as programmed. The patient's technique was incorrect by using the incorrect basal rate settings. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia while using the pump, and received emergency medical attention and treatment. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2016 with the following findings: review of the black box data revealed records begin on (B)(4) 2014. Due to continuous use of the pump, the black box data/histories for the event have been overwritten. The available daily insulin delivery totals correctly reflect the users programmed basal rates. On investigation, the pump passed delivery accuracy testing and was found to be delivering within required range and delivering accurately. Investigation did not duplicate the complaint.